Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc), impedance measurements up to 1020 ohms, and was suspected of having a conductor fracture. A revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Additional information noted the lead also exhibited high thresholds. In a revision procedure the lead was surgically abandoned and successfully replaced by a new lead.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.